Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for malignant pain. The patient reported they were having issues with their pump. There was no further information. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.